Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer loaded a new cartridge and resumed insulin delivery successfully. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer loaded a new cartridge resolving the occlusion. Customer¿s blood glucose level was 210 mg/dl.